Event description:
A punzón chemoclave para bolsa/botella con filtro de venteo reportedly dripped/leaked and resulted in drug exposure to staff and patients in the day hospital. After connecting the luer lock syringe to the clave and upon introducing the genoxal drug, the silicone of the clave's spike remained inside, and was closed. The involved nurses were protected with gloves and the leakage was cleaned as per protocol, there was no delay in therapy and no harm as a result of this event.

Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending at this time.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint of a stick down can be confirmed based on the lot and complaint information. The probable cause is due to a salt lake city molding defect. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.